Event description:
It was reported that on 28 february 2023, a 40mm amplatzer septal occluder was chosen for implant with an unknown non-abbott delivery system. During deployment, the device had a cobra deformation. A decision was made to recapture the device and abort the procedure with no replacement device. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no report of any adverse patient consequences and the patient status was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that an unknown delivery sheath was used, there was no interaction with cardiac structures during deployment, or no angulation or kink in the delivery system was noted. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 40mm amplatzer septal occluder was chosen for implant with an unknown non-abbott delivery system. During deployment, the device had a cobra deformation. A decision was made to recapture the device and abort the procedure with no replacement device. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no angulation/kink noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no report of any adverse patient consequences and the patient status was reported as stable.